Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the caller stated that last night she thought something was wrong with her device, because she didn't use the bathroom at all and still had not today. The caller believed that her ins/stim turned off but doesn't know how. She believes it is off, because the stim normally aggravates her vagina and last night it wasn't. The caller stated that she has just dealt with the pain, because it helps her incontinence. On the call patient services reviewed information and the caller's husband confirmed the ins was off, but successfully turned stim back on to 3.0 v. On program 4 and the caller was comfortable. The caller was to monitor their symptoms now that the change was made and will follow up with their healthcare provider if it doesn't resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient noted that discomfort does not happen immediately when stimulation is turned on, but does happen after a while, like maybe a half hour after turning stimulation on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.